Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) fae and the images show an sp camera sheath that covered the sp endoscope which had a tear in the sheath, causing a flap of the sheath material to be lifted up, however, doesn¿t look like there were any missing pieces based on review of the two images. The component pictured did have damage indicating there were no fragments missing.

Event description:
It was reported that the instrument sheath had damage. No harm was reported to patient.